Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the prn had ruptured on 60 bd intima-ii closed IV catheter systems. These were found prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: "this had been reported to the head nurse in clinical use as the single case at first instance, but other nurses had report a number of subsequent events of heparin cap to the head nurse, so the head nurse had checked the two boxes of indwelling needles in the warehouses. After checking, they found that there were about more than 60 needles with the same issue of prn rupture."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9197429. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the provided photographs our engineers have determined that the root cause for the aging sleeve stoppers is related environmental factors during shipping or storage of the device that occurred after the manufacturing process was complete. H3 other text : see h.10.

Event description:
It was reported that the prn had ruptured on 60 bd intima-ii¿ closed IV catheter systems. These were found prior to use. The following information was provided by the initial reporter, translated from chinese to english: "this had been reported to the head nurse in clinical use as the single case at first instance, but other nurses had report a number of subsequent events of heparin cap to the head nurse , so the head nurse had checked the two boxes of indwelling needles in the warehouses. After checking, they found that there were about more than 60 needles with the same issue of prn rupture."